Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448252m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During box isolation of posterior wall, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echocardiography. Remainder of the procedure was cancelled. An unspecified medical intervention was provided; however, blood pressure did not stabilize, and surgery was performed. After the operation, blood pressure became stable and the patient regain enough strength to talk. The site of effusion was unknown in the operation. There¿s no report of prolonged hospitalization. The physician commented that there was no relationship between the event and the product, but that it might be due to the patient's thickness of the heart muscle. Physician commented that in the future, the output will be changed from 40g to 35g while continue to pay attention to the contact and impedance during the ablation. No biosense webster, inc. Product malfunctions were reported. No further information was provided.

Manufacturer narrative:
Additional information was received on 3/7/2021. After the operation, patient¿s condition improved. There was no report of steam pop during the ablation. Physician¿s opinion regarding the cause of the event is that it was patient condition related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).